Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va09byu, implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The patient reported that he had noticed a return of symptoms. He was not able to void depending on what he ate or drank, if something was cold or had gravy. The patient did feel stimulation. There was no trauma or fall that could be related to the issue. It was noted that the change in therapy and symptom was considered sudden in (B)(6) 2015. The patient last saw a healthcare provider (hcp) about 6 months ago. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.